Event description:
It was reported that, "patient had an infection on her left hip and she also dislocated several times so she had a hip revision on (B)(6), 2008. When she was opened up for the revision everything was distorted as per the patient. Depuy hip was implanted for revision. Patient believes her hip was part of the hip recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot# unk, description: trident polyathlene insert 36mm; cat # unk, lot # unk, description: securfit 127 neck angle hip stem; cat # unk, lot # unk, description: alumina c-taper head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.